Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to analyze or switch modes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history log was returned and evaluated. Analysis halted entries were observed to have occurred every one to three seconds for the entire length of the event. The device's system board and a flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.